Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet connector was found broken while the device was carried in a pocket during dinner, resulting in the luer connection snapping and the cartridge becoming difficult to remove; the patient stated a similar breakage had occurred previously during bending activity, and the patient later provided the damaged infusion set and cartridge for evaluation. Symptoms included hyperglycemia, with blood glucose rising to 209 mg/dl and peaking at 319 mg/dl, without ketones. Outcomes included self-administration of 10 units of subcutaneous insulin by pen while disconnected and subsequent return of glucose to range after replacing disposables and reconnecting. Investigation included device evaluation and analysis of returned components as well as customer communication. Investigation of this case revealed physical damage to the connector and associated disposables consistent with breakage. It was concluded that the event was related to a broken connector leading to interrupted insulin delivery, with resolution after replacement and reconnection.